Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The lens is implanted, therefore it is not available for eval. The root cause of the reported event cannot be determined.

Event description:
The surgeon reports that two weeks post implantation of an at50ao lens in the pt's right eye, anterior asymmetrical tilting of the iol was noted, and the pt noticed a change in his vision. The lens was successfully repositioned on (B)(6) 2011.